Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found there is water ingress in the video connector, and damage to the electrical contacts of the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: error e226 is presumed to have occurred because the video connector could not communicate properly due to damage in the electrical contact of the video connector. The video connector was damaged and could not maintain a watertight seal, and water intrusion is presumed to have caused flooding. A device history record review was conducted on the actual product and no problems were found. This issue is addressed in the instructions for use (IFU): the following description is found in the otv-s300 instruction manual, "how to identify and solve abnormalities. Code: e226. Error message: endoscope communication failure. Cause: an error occurred in the communication between the endoscope and the processor. Remedy: immediately turn off the product, pull out the video connector, and unplug it. Clean the electrical contacts of the video connector and reconnect it. If the same malfunction occurs after turning the power on again, immediately turn off the product, unplug the power plug of this product from the medical outlet, disconnect the power cord from the power inlet of this product, and contact olympus. The following is described in the "precautions" section in the instruction manual "for safe use_handling and general precautions". Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported to olympus that while using the camera head, an e226 communication error appeared and no image was present. The issue occurred during preparation for use for a deviated septum procedure (without surgery). The same error occurs even after performing connector cleaning and system cleaning. The therapeutic procedure was completed with a similar device.there were no reports of patient harm associated with the event.